Event description:
Arjohuntleigh rec'd a complaint where it was indicated that two bolts that attach the lifting arm to the mast assembly of the sara 3000 were broken off and the lift arm frame was bent. It was reported that when the event occurred the device was not being used for treatment or diagnosis.

Manufacturer narrative:
(B)(4). An investigation was performed on this complaint. Arjohuntleigh rec'd a complaint where it was indicated that two bolts that attach the lifting arm to the mast assembly of the sara 3000 were broken off and the lift frame was bent. When reviewing similar reportable events, we have found a number of cases that may relate to the issue investigated here: two bolts broken or reported missing in mast (arm detached). We have been able to establish that compared to the amount of sold devices and in comparison to their daily use there is no trend observed for reportable complaints with this failure and the occurrence rate is low. We have not been able to find any contributing mfg anomalies. The sara 3000 is a mobile raising aid intended to be used for raising to a standing position and short transfer of resident. Each device is delivered with instruction for use which should be followed to provide safe operation for pt and caregiver. Moreover the device has been designed, produced and certified to meet the requirements of standard: ul standard (B)(4) and certified to can/csa standard (B)(4) no (B)(4). A simulation has been performed in relation to event where lifting arms of a sara 3000 standing and raising aid have become bent and bolts were found to be broken. It showed that these kinds of events are caused by user error. In the face of the evidence gathered, it would appear to be highly unlikely that a sara 3000 could become damaged at the lifting arms to such an extent that the device were to become unsafe, as an unreasonable degree of abuse is required for this to occur. Based on the collected info, we (arjohuntleigh) have been able to establish that the reason issue is the user continuously ignoring the fact that the lift arms are blocked by an obstruction and pressing the up-button responsible for raising the lifting arms up. Even with one bold broken, the second bold does not snap off when an occupant is put through a complete lifting cycle, but only gives in after again coming under extreme pressure due to an obstruction. So to have two bolts broken, the loudly snapped off the first and the obviously bent lifting arms, would have been ignored. Therefore the exact root cause of the complaint was found to be a use error relating to the device's operating as the rec'd info and our eval as described above are showing that if the instructions for use had been followed the breakage of any of the two lifting arms bolts have been avoided. The device was repaired by an arjohuntleigh representative at the customer site after having been found to be out of the spec (bent lifting arm and mast of the device). The prod was reported to have malfunctioned (failure to meet its spec.) However it appears from our investigation that the device was to spec before a use error, likely even a series of use errors, had caused it to become damaged. It was reported that when the event occurred the device was not being used for treatment or diagnosis. The complaint decided to be reportable in abundance of caution, based on the potential of pt injury if the incident would recur (both bolts snapped) when the pt would be on the lift.